Event description:
Related manufacture reference number: 2017865-2023-04429. It was reported that the patient presented during clinical follow-up. Through computed tomography, it was noted that the atrial lead had dislodged. During the procedure, it was noted that the right ventricular lead exhibited insulation damaged and had dislodged due to the atrial lead extraction. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.